Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician received two unsuccessful cavity integrity assessment (cia) tests. The physician suspected a perforation and aborted the procedure. The pt was discharged home on antibiotics. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.